Manufacturer narrative:
Clarification to e1 phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that did a nose injection to patient with juvéderm® volux¿. Patient experienced "difficulty breathing and nose blanching to forehead with angioedema" and "had white spots and nose was red". Hcp dissolved all fillers and gave adrenaline, then injected hyalase same day. Treated necrosis and gave antibiotics. Symptom information not provided.